Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges metal poisoning, metallosis, metal debris, and excessive level of ions. Update 3/10/2016: litigation received. There is no new information that would change the existing investigation. This complaint was update: 3/16/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (expiry and UDI) g5 and h4. Corrected: d1, d2 and d4 (catalog and lot). UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b5, b7, h6(patient). Corrected: a1.

Event description:
After review of medical records, it was stated that the patient was revised to address pain, elevated metal ions and stem loosening. Revision notes reported that there evidence of acute inflammation, metallosis in the tissues, and the stem was noted to have a slight toggle within the metaphysis indicating that it was loose. Doi: (B)(6) 2007 - dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Asr litigation records received. In addition to what was previously reported, plaintiff alleges injury due to excessive levels of chromium and cobalt, pain and emotional distress. Updated dor. Added hospital name, surgeon for revision, lawyer and patient name to associated contacts and updated patient codes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4).